Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin and gentamycin. The nurse confirmed that this was a break in sterile technique.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship between the diagnosis of the episode of bacterial peritonitis and the fresenius products exists, the etiology and causality of this event of peritonitis is likely related to possible break in sterile technique, no patient examples were provided by the nurse on the specific breaches in sterile technique by the patient. The diagnoses and treatment of the bacterial peritonitis episode appears to have been in the outpatient setting.

Event description:
A peritoneal dialysis nurse reported that the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin and gentamycin. The nurse confirmed that this was a break in sterile technique.